Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. The pcu event log shows that at 7:03 pm on (B)(6) 2018 the pump module initially received a remote IV request for insulin 100unit/100ml, however the user did not start this infusion. The dose parameter was 0.05 unit/kg/hr with the rate calculated at 4.97ml/hr. At 7:05 pm the user then programmed insulin weight based 100unit in 100ml through guardrails; 0.5unit/kg/hr was entered for the dose instead of the intended 0.05 unit/kg/hr, which made the rate 49.7ml/hr instead of the intended 4.97ml/hr. The infusion continued until 8:37 pm when the primary infusion completed and went into kvo. The device was channeled off at 8:41 pm. The volume recorded as being infused during this period was 75.752ml. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the overinfusion was user programming.

Event description:
The customer reported that the pump was programmed to infuse insulin (regular 1 unit/ml) at 4.97 ml/hr (0.05 units/kg/hr) however 2 hours later the rn noticed the infusion was set at 49.65ml/hr (0.5 units/kg/hr). The patient became hypoglycemic and required 25 grams of dextrose. The patient was asymptomatic with no lasting harm. The customer would like to know if the pump was programmed manually or using interoperability, and if there was a programming error or rate change during the night.